Event description:
The customer reported the ventilator remote alarm port was not functioning. The ventilator is equipped with a remote alarm port allowing ventilator alarm conditions to be sounded at remote locations away from the ventilator. During ventilator use, failure of the nurse call alarm may result in no signal to the remote alarm station when the ventilator alarms during use. The customer reported the ventilator was not in use on a patient therefore there was no patient involvement or harm. During evaluation, the manufacturers field service engineer reported the remote alarm would alarm intermittently. The service engineer replaced the main pcb board to address the finding. Applicable final testing was completed to operating specifications and passed.